Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that something sharp was sticking out of the mcl20 applier. There was no consequence to the pt.